Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was positioned but no sensing was noted and only non-physiologic noise was observed. A high out of range pacing impedance measurement of greater than 3000 ohms was also observed. The physician suspected the ra lead had fractured so the lead was removed prior to pocket closure and was never in service. No adverse patient effects were reported.